Event description:
"Caller alleged discrepant results compared with the venous lab. Results as follows:" date: (B)(6) 2012, inratio: 2.0, venous lab: 13.0. Time elapsed between each method of testing is two to three hours. Pt's therapeutic range is 2.0-3.0. Pt was sent to the hospital with symptoms of vomiting and diarrhea.

Manufacturer narrative:
Investigation pending.